Manufacturer narrative:
The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. The condition of the returned device was consistent with the complaint that the snare "fell apart". Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure. According to the complainant, the snare loop would not extend and the 'device fell apart'. The physician was able to remove this device and use another rotatable oval snare to successfully complete the procedure. Attempts to obtain follow-up information were unsuccessful in clarifying the failure mode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure. According to the complainant, the snare loop would not extend and the "device fell apart". The physician was able to remove this device and use another rotatable oval snare to successfully complete the procedure. Attempts to obtain follow-up information were unsuccessful in clarifying the failure mode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) ("device fell apart"). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.